Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm wolverine cutting balloon catheter shaft broke.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: wolverine cb mr, us 15mmx3.50mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 25.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic analysis of the balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blades. Pads were intact. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm wolverine cutting balloon catheter shaft broke.